Manufacturer narrative:
Product evaluation: the 3i t3® with dcd® tapered implant 6/5 x 10mm (bnpt6510) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were indicated. The reported product was located on tooth # 30 (universal) and used for approximately 22 days. The reported event could not be recreated due to the nature of the dental device and event (medical condition). DHR review: DHR review was completed for the subject lot number 2019071505. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019071505) for similar event and no other complaint was identified. Post market trend review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event (customer pain) or product (bnpt6510). The location is: <r:\ra-qa\post market compliance\monthly trending\2020\09 2020 - sep 2020> therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
There is no update to the original description that was provided.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight is unknown. Device not returned.

Event description:
It was reported that the patient was experiencing pain since placement. Implant was removed as it was determined to have been rejected by the patient. Patient will return for a new implant. Tooth #30.